Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. The device was then subjected to and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. This device did fail the "induced shock (delivered energy)" test software limit, but the delivered energy and all of the other shock pulse parameters that were recorded as part of the induced shock test were within the "induced shock specifications" defined in the test requirements specification. The device passed all other functional and operational testing. Tachycardia and bradycardia therapy were available while the device was implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. During a device evaluation in the clinic, the device was observed to have reached elective replacement indicator (eri), which was earlier than expected. A device changeout is planned. No adverse patient effects were reported and the device is not included in any advisories. All available information indicates that this device remains in service.

Event description:
Additional information was received indicating the device was explanted and successfully replaced. The device was returned for analysis.